Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the inspection of the device confirmed the reported sheath splitting issue. The probable cause for the reported event was determined to be related to the operational context during use. Based on the visual inspection of the returned device there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, during sheath splitting, the sheath split into several pieces. The clip of the starclose se device was not deployed. Manual arterial compression was applied to achieve hemostasis. The safety release mechanism was successfully used to remove the device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.